Manufacturer narrative:
Investigation from japan market authorization holder: 1.the risks and cautions for this event are stated in the IFU of this product. This event is acknowledged by the users in jap. 2.the manufacturer reviewed the DHR of the coil and detachment system in question, and confirmed that there had been no issues in the manufacturing process and inspection process. We did not find any functional problems with the returned detachment system. We also did not find any abnormalities with electricity-conducting function of the delivery wire of the returned coil. This product is based on the principle that the adhesive at the coil detachment zone is electrolytically dissolved when electricity is applied, causing the coil to be detached from the delivery wire. It is possible that the coil detachment zone did not protrude sufficiently from the tip of the concomitantly used microcatheter, and there was not enough catalyst for conducting electricity, which led to the detachment failure. In addition, it is possible that the coil got detached without the intention of the operator due to physical external force by a load posed when the concomitantly used microcatheter was kicked back outside the aneurysm. In the IFU of the coil system, under the section [how to use] "how to use", the following is stated: 5. Steps for insertion, 12) advance the delivery wire until the proximal end of the detachment marker on the delivery wire is flush with the distal end of the proximal ro marker on the microcatheter to form an [?]inverted t' shape (fig. 4). Under the section [defects/adverse events], "displacement of the coil into the parent vessel" is listed as a potential serious incident/event. Also, in the IFU of the detachment system, under the section [caution for use], the following important basic cautions are stated: 7. Detachment time may be longer in the following cases. 1) other embolic materials are present. 2) delivery wire and microcatheter markers are not properly aligned. 3) a thrombus is present at the detachment zone. 4) the detachment zone is in contact with implanted coil(s).

Event description:
On march 6, 2025, the product in question were used in coil embolization for an aneurysm in the anterior communicating artery. After placing the stent from the left anterior cerebral artery to the target site, the procedure to embolize the target site using the jail technique was performed: five coils from another company were placed first. After that, the physician deployed the coil in question. He performed a detachment operation using the dedicated detachment system, but a long beep sounded indicating detachment failure and the coil was not detached. When attempting to place the coil into the aneurysm again, the concomitantly used microcatheter was kicked back outside the aneurysm. When he was removing the coil once in order to guide the microcatheter back into the aneurysm, the coil got detached at a1 segment of the left anterior cerebral artery without his intention. As the coil was still inside the concomitantly used microcatheter by about 1 cm, the physician attempted to retrieve it with a snare but failed. He confirmed that the coil, which had been displaced from the aneurysm, was fixed to the vessel wall by the concomitantly used stent, completing the procedure. The embolization of the target site has been completed. In addition, the patient's condition is stable.